Event description:
It was reported, the switch on the unit emitted sparks.

Manufacturer narrative:
It was reported, the switch on the unit emitted sparks. Visual inspection of the unit revealed that the switch may have been damaged by misuse, breaking restraining clips and dislodging the spring designed as a safety shut-off device. In addition, several internal components were damaged due to misuse on the part of the consumer. We found no evidence of a spark, however, and were unable to duplicate the event.